Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple temperature alarms during regular use of the pump and while pump was being charged. Customer tried to clear the alarms; however, temperature alarm recurred. It was also reported that the pump could not be charged with the usb cable; however, pump was able to charge with a different cable. There was no impact to the customer&#38112;blood glucose (bg) level. Customer indicated injections would be used as back-up therapy. A replacement usb cable was sent to the customer.